Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise of rv lead resulting in inappropriate vf detection. Lead remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead was explanted on (B)(6) 2022. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. A distal and a proximal fragment were returned for analysis. A medial fragment (approximately 5 cm in length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular, between 12.5 cm to 7 cm and 15.5 cm proximal to the lead tip the insulation was found rubbed through which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Lead was explanted on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.